Event description:
Huntleigh healthcare was informed that a postoperative surgical patient had developed a pulmonary embolism on postoperative day one, which required medical intervention. The flowtron excel deep vein thrombosis (dvt) prophylaxis system and calf-length compression garments had been in use during the surgical procedure.

Manufacturer narrative:
In 2007, huntleigh healthcare was informed that an elderly postoperative patient had developed acute shortness of breath on postoperative day one, and was diagnosed with a pulmonary embolism (pe). The flowtron excel deep vein thrombosis (dvt) prophylaxis system and calf-length compression garments had been in use intraoperatively. Treatment included transfer to the intensive care unit and the initiation of heparin therapy intravenously. The patient subsequently developed increased bleeding at the operative site at which time the heparin was discontinued, and a vena cava filter was then inserted. Patient was subsequently discharged to home in good status. According to information provided by the facility, the patient had a preoperative venous thromboembolism (vte) risk assessment done in which the patient's risk level was determined to be a "2", which indicated the utilization of intermittent pneumatic compression (ipc) therapy as per hospital protocol. This patient had major urologic surgery with general anesthesia and was positioned in a dorsal lithotomy position with allen stirrups during the surgical procedure of 7 hours. The patient's medical history includes various types of malignancies and radiation therapy. Medical literature research findings indicate that risk factors for blood clot formation include advanced age, major surgery, general anesthesia, lithotomy positioning intraoperatively, and reduced mobility post surgery. In addition, it has been documented that patients with malignancy have a 7-fold increased risk for blood clot formation. The flowtron dvt prophylaxis system is utilized to reduce the risk of blood clot formation in those patients at risk. Huntleigh healthcare was informed that the flowtron system and garments have been inspected and evaluated by the hospital biomedical department and a huntleigh representative who concluded the flowtron pump was functioning within all product specifications. Based upon the system functioning to specifications, it does not appear that the flowtron system was directly contributory to this incident. Any additional information obtained will be submitted, should it become available.